Event description:
It was reported that revision surgery was performed. Subluxation and pain reported, laterally and in the groin. Significant limping with positive trendelenburg gait and sign, tenderness over trochanter. Sed rate and crp 'okay'. No loosening noted.

Manufacturer narrative:
.